Event description:
Customer reported when in low dose and 8pps she heard a clicking from the ii and ma at about 9.5 though doing a forearm. No pt injury.

Manufacturer narrative:
The svc rep found that the shot log file indicates that the sys was alternating between hlf pulse and normal pulse every other pulse. He reseated cables between ip and cine pcb's also cable between ip and video controller. Both were loose. Could not duplicate malfunction. Sys operating as designed.